Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an appropriate shock and was hospitalized as they had fallen and broken their ribs. Testing of the system, which included provocative maneuvers were negative and the s-ICD was reprogrammed. The patient also reported hearing tones coming from their s-ICD, however review of device data did not give any reason why tones would be emitted. The s-ICD remains in service. No additional adverse patient effects relating to the operation of the s-ICD were reported.